Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Event description:
A device was reported as having false positive results. Complainant performed additional pcr testing with negative results. The complaint devices were not returned.

Manufacturer narrative:
Lot information not provided (original packaging discarded); therefore, lucria is unable to complete a DHR review. Additional investigation not possible because no device was returned. Lucira health will continue to monitor trends related to false positives. A root cause cannot be determined.

Event description:
Four devices reported as having false positive results. Complainant performed additional pcr testing with negative results. The complaint devices were not returned.